Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while in patient use regarding a trilogy ev300 ventilator. There was no allegation of serious injury or harm. The trilogy ev300 ventilator was sent to the bench for evaluation. During the evaluation the customers complaint was confirmed. Error codes in relation to obm_valve_failure and o2_flow_stuck were recorded in the device event log. The technician confirmed the vent check alarms were all attributable to the oxygen blender module failing and eventually the oxygen blender module valve sticking. In conclusion the oxygen blender module and software was upgraded to version 1.06.15.00 to resolve the issue. The root cause is confirmed at this time. Additionally, during the service of the device, error codes in relation to o2_pressure_railed_low, voltage_3vs3_fail and voltage_5vs2_fail were all observed in the device event log. The device passed all test, and the system meets the specification for the performed service and is returned to use.